Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Review of the system log file showed that there was a malfunction with frontal ippc. Upon troubleshooting, fse reloaded the software to ippc, recreated image store and re-routed hdd sata cables to bypass hdd cage but the issue was not resolved due to compatibility issue of ippc and host pc. To resolve the issue, fse replaced the host pc, ippc, and returned it to philips for further analysis. The analysis of host pc confirmed that the malfunction was due to failed ram/memory and cmos low battery voltage and the analysis of ippc confirmed that the malfunction was due to failure of power button. Following the replacement of host pc, ippc, hard disk and reload of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system gave an error message of "x-ray not possible". The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.